Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the vela ventilator was alarming high pip and low pip. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Vyaire complaint number: (B)(4). The sample was received for evaluation. The vyaire technician evaluated the device and performed tests. The reported complaint was complaint was confirmed through the events log and duplicated during functional check. Root cause is being investigated under (B)(4).